Manufacturer narrative:
Zimmer biomet complaint number cmp- (B)(4). The following sections have been updated: b4: date of this report; b5: describe event or problem; g4: date received by manufacturer; g7: type of report, follow-up number; h1: type of reportable event; h2: follow up type; h3: device evaluated by manufacturer; h6: event problem and evaluation codes; one (1) 3i t3® non-platform switched tapered implant 4 x 10mm (bost410) was returned for investigation. Visual evaluation of the as returned product identified no apparent malfunction. Signs of use only. Minor scratches and few amounts of white bone debris present on the threads. Device history record (DHR) review was completed for the subject lot number (2019041303). It was confirmed, that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted, as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019041303), for similar event and no other complaint was identified. No actionable items have been triggered, that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #36 was removed because of pain. After 1 week of the placement patient complaint about pain, when the suture was removed patient was still on pain, doctor prescribed analgesics but pain did not improve and the doctor decided to remove the implant.